Manufacturer narrative:
The reported product's were returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within range specification and no errors were observed during control solution testing. The reported readings were not found in the meter's memory. (Meter serial number, strip lot number and expiration date) have been updated based on the returned product. (Device manufacturing date) has been updated based on the returned meter.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 285 mg/dl and 50 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The device manufacturer date for the reported meter is unknown. The date entered in section is the date abbott diabetes care became aware of the event. The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 285 mg/dl and 50 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.